Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the event log that the patient had a slight increase in pump power and a dip in their pulsatility index (pi) values over the course of the log. The device did not operate as expected due to outflow graft compression. The patient was waiting for a transplant.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and will be reported in manufacturer reference number 2916596-2022-14862.